Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the suture snapped while suturing. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A needle/suture piece, two suture pieces and two dispensed needle/suture combination were returned for analysis. This product code requires 4 strands per packet. During the visual inspection of needle/suture pieces and two suture pieces, the swage and attachment area were as expected. The suture piece was examined and present body fluids and damaged (dent) were observed near of the end, also the end was cut and busted appears to be by the use of a surgical instrument. In addition, a functional test was performed to needle/suture piece and suture piece and tensile force met the requirements. Per the condition of needle/suture piece and suture piece received, the assignable cause of suture breakage suggest an improper handling of the sample. Two representative needle/suture combinations were examined and the swage and attachment area of the two needles were as expected. The sutures were examined and no defects or breakage suture were observed. A functional test was performed and tensile force met the requirements. Per the condition of the two needle/suture combinations received, no suture breakages were found.